Event description:
A zoll distributor reported that a(B)(6) female patient had developed a severe skin irritation under the ECG electrodes of her electrode belt. The patient reported that the irritation was very red and sensitive. During a follow up the patient reported that her skin was burnt and that her doctor prescribed her silvadene cream. The patient reported she had removed the lifevest because her skin was so raw. The clinical outcome of the skin irritation is unknown. There is no indication of any device malfunction or treatment event.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction or treatment event. Method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.